Event description:
It was reported that during a tracheobronchial stenting treatment procedure, the handle broke and stent migration occurred. A upc/12-4/16/95, 2.5cm cover - distal ultraflex covered tracheobronchial stent had been advanced to the target lesion in an unspecified location. Before removing the introducer, the handle broke off. The introducer was able to be removed by unspecified means. While deploying the stent, the stent "doubled back on itself" and "almost infolded". The stent was placed in the "left main stem", but doubled back on itself and "jumped" into the trachea. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as fine.